Manufacturer narrative:
(B)(4)

Event description:
It was reported that fluid would not flow through the catheter tip. During a atrial fibrillation ablation with a intellanav mifi open irrigated catheter, the fluid would not flow through the catheter tip. The procedure was completed with another catheter. No patient complication were reported and the patient's current condition is fine.

Event description:
It was reported that fluid would not flow through the catheter tip. During a atrial fibrillation ablation with a intellanav mifi open irrigated catheter, the fluid would not flow through the catheter tip. The procedure was completed with another catheter. No patient complication were reported and the patient's current condition is fine. Visual inspection revealed dried body fluid found on the handle, main body tubing and on the distal end. Dried saline found on the distal end and inside some of the irrigation ports. A metriq pump and irrigation line with di water was connected to the device and then the distal end was suspended in the center of a 250ml beaker. The pump flow rate was set to 30ml/min (ablation rate) for 5 minutes. P02: occlusion detected errors occurred immediately during several attempts. The handle was opened to observe fluid flow through the tubing/lumen while searching for blockage inside the handle. A syringe filled with di water was attached to the luer fitting and the flow appeared normal throughout the handle. But shortly after the water exited the handle into the main body tubing, the syringe would no longer push water into the line. Next, the syringe was used for suction to remove the water from the tubing/lumen to observe the collected volume, which could help pinpoint where the blockage/kink might be. The results were inconclusive, so the syringe was refilled and reconnected to the luer fitting. This time, fluid started to trickle out of the irrigation ports with little resistance. The metriq pump was reconnected to the luer fitting and the irrigation flow test was repeated. After the 5-minute test was completed, the beaker contained approximately 150ml of water, which was within spec. Further dissection and inspection found no kinks in the lumen between the handle and ring 3 electrode. Two indentations were found in the polyimide tubing surrounding the lumen inside the handle, but appeared benign and not significant enough to prevent flow.